Event description:
It was reported that prior to the implant of this transcatheter aortic bioprosthetic valve, the baseline blood pressure (bp) was 120/65 mmhg. Thirty-one days after the implant of the valve, the bp was in the 140¿s/160¿s mmhg and a 1.5 second pause was noted on the electrocardiogram (ECG). Hypertension was diagnosed and lisinopril was prescribed. Per the physician, the hypertension was not related to any device, and it was unknown if it was related to the procedure. Palpitations were diagnosed and a holter monitor was ordered. Per the physician, it was unknown if the palpitations were related to the valve, and the procedure.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID: enveor-n-c; product lot/serial number (B)(6) product type: delivery catheter system (dcs); implant date: na; explant date: na, product ID: ls-enveor-34-c; product lot/serial number (B)(6); product type: compression loading system (cls); implant date: na; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that hypertension was a baseline condition. Prior to the valve implant the patient was on a diuretic and lisinopril. Holter monitoring results were not available.

Manufacturer narrative:
Updated data: b5, h6 corrected data: h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.